Event description:
The customer initially called to report high blood glucose levels. Troubleshooting was attempted, but the buttons were not responding. The customer then stated that she was hospitalized on two occasions for high blood glucose levels. The customer did not have the dates of the hospitalizations or any further info about the events. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.